Event description:
In may 2005, a diagnostic procedure was performed. The vessel accessed and method of vessel closure is unk. The next month, an interventional procedure was performed. A femoral angiogram was obtained and revealed the size of the vessel to be six (6) millimeters; the vessel name and condition were not reported. The method of hemostasis was not reported. Several weeks later, the pt reportedly complained of leg pain and was seen by a surgeon who performed a doppler study. The study revealed a "small area of narrowing" and an unknown surgical procedure was performed. The location and cause of the narrowing is also unk.